Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing a loss of stimulation in the left side of her neck. Reprogramming was unable to provide coverage to her left neck. Lead diagnostics revealed multiple high impedances. Follow up information identified that further preprogramming was performed and patient is able to feel the stimulation down her left neck if she repositions her neck. Further follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to explant her entire scs system due to ineffective stimulation.